Event description:
A hospital in (B)(6) reported a patient with a femoral trochanteric fracture, with a fracture line that extends to the ranging lesser trochanter, was implanted with a pfna nail and blade in (B)(6) 2011. The patient presented with complaints of pain in (B)(6) 2012. Examination noted the blade had penetrated through the bone into the bony pelvis. The patient was returned to the o.r. For removal on (B)(6) 2012 this report is #1 of 2 for the same event.

Manufacturer narrative:
Additional narrative: implant date reported as (B)(6) 2011. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.